Event description:
A home patient (hp) contacted global technical service (gts) regarding an alarm that occurred on the homechoice (hc) during initial drain. The hp stated he connected himself, but then realized when the alarm occurred that the connection to the transfer set was loose. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.